Event description:
The customer reported that he activated the device on (B)(6) 2012 and his blood glucose was in range for the first couple days, measuring 157 mg/dl at 9:47 pm on (B)(6) 2012. The next morning at 9:26 am his bg was 491 mg/dl, so he corrected with a 12.35 unit bolus. He looked at the cannula through the window and it looked like it was inserted properly. At 9:36 am he was having a meal estimated to contain 80 grams of carbohydrate and took a 6 unit meal bolus during which felt the cannula was wet at the adhesive. He therefore removed the pod after that bolus and noticed a kink in the cannula.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. The customer also reported feeling wetness near the adhesive during a bolus which can indicate a dislodged cannula. This condition could interrupt insulin delivery and contribute to high blood glucose. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." "Check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." Qualification records were reviewed and the product lot met all acceptance criteria.